Event description:
Stomach pain [stomach pain] without desires to eat [appetite lost]. Scared [fear]. Consumer accidentally took one tab of corega [accidental device ingestion]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a male patient who received denture cleanser (corega tabs) tablet for dental prosthesis user. On an unknown date, the patient started corega tabs. On an unknown date, an unknown time after starting corega tabs, the patient experienced accidental device ingestion (serious criteria gsk medically significant). The action taken with corega tabs was unknown. On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to corega tabs. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: the consumer accidentally took one tab of corega, used for dental prosthesis cleaning. The follow up information was received from the consumer on 04 jun 2019: the occurrence of stomach pain in a 82-year-old patient. The patient's past medical history included bypass surgery, renal surgery and prostatic operation. Concurrent medical conditions included diabetes and memory impaired. On an unknown date, an unknown time after starting corega tabs, the patient experienced stomach pain, fear and appetite disorder. The action taken with corega tabs was unknown. On an unknown date, the outcome of the stomach pain, fear and appetite disorder were recovered/resolved. It was unknown if the reporter considered the stomach pain, fear and appetite disorder to be related to corega tabs. After taking the pill he had a stomach pain for a week nothing more (patient indicated not remembering the dates since it happened some time ago) and without desires to eat but nothing serious. But he did not knew if it had anything to do with it or if he got scared. We worry because we did not know if it could have any complications. But it was not like that, there were no problems. Her daughter called to have support. He took medication for hypertension, diabetes, and for issues that have to do with memory. Relevant clinical history included hypertension, diabetes, two bypass, was operated on a kidney and operated on the prostate. It was just a scare, luckily her husband was fine at the time of reporting. The patient demographic details were added.

Manufacturer narrative:
Argus case (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Consumer accidentally took one tab of corega [accidental device ingestion]: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a male patient who received denture cleanser (corega tabs) tablet for dental prosthesis user. On an unknown date, the patient started corega tabs. On an unknown date, an unknown time after starting corega tabs, the patient experienced accidental device ingestion (serious criteria gsk medically significant). The action taken with corega tabs was unknown. On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to corega tabs. Additional details: the consumer accidentally took one tab of corega, used for dental prosthesis cleaning.